Event description:
Litigation papers allege since the surgical implantation of the asr acetabular system, patient has suffered symptoms including, but not limited to pain, swelling, inflammation, and limited mobility. Update (B)(6) 2012 - preliminary disclosure form was received. They note that patient suffered a periprosthetic fracture on (B)(6) 2008. Patient was revised again on (B)(6) 2009 for loose femoral component. Complaint was reopened to add cup, two femoral heads, and two stems.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.